Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose at time of incident was unknown. Customer stated they are unable to exit the preparing to prime loop. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.